Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another maxforce tts dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another maxforce tts dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result: the returned maxforce tts balloon was analyzed and a visual examination found that the balloon has no visual defects and was in good condition. The catheter of the device had no damages. Functional analysis was performed and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 30mm from the proximal bond. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. It is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Block h2: block e1 has been updated based on additional information received september 11, 2022. Block h6: device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on august 24, 2022. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another maxforce tts dilatation balloon. There were no patient complications reported as a result of this event.